Manufacturer narrative:
G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the customer reported that they will not return the defective unit/part for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that customer found a leak on the low-pressure side on the lap top ventilator 2150. The customer confirmed there was no patient involvement associated with the reported event.